Manufacturer narrative:
The returned probe was evaluated. The tip was found to have been bent. The cause cannot be conclusively determined, but contributing factors may include repetitive usage or from a single case involving hard bone or attempting to angulate the probe while the tip is inserted in the vertebral body. A review of the manufacturing records did not identify any issues which would have contributed to this event.

Event description:
It was initially reported that a lenke probe was found to have worn over time. However, evaluation by zimmer biomet personnel found the tip to be bent. This issue is not associated with any specific patients or surgeries.